Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device, it was observed that the customer¿s third party modem cable was physically damaged, which can cause an inappropriate loss of power. However physio was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that their device powered off by itself three times, after the third power off, the device remained powered on. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that their device powered off by itself three times, after the third power off, the device remained powered on. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and was able to verify that their device experienced multiple inappropriate losses of power. Physio further evaluated the customer¿s device and observed that the connector on the negative side of battery #2 failed the voltage drop test. Physio also confirmed that both kep nuts were loose on battery #2. Both kep nuts for battery #2 and the battery contact assembly were replaced, and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed battery contact assembly and confirmed that the plating was worn. The cause of the reported issue was determined to be loose kep nuts on battery #2 and worn contacts on the battery contact assembly.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that their device powered off by itself three times, after the third power off, the device remained powered on. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that their device powered off by itself three times, after the third power off, the device remained powered on. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event, but has been unsuccessful.

Manufacturer narrative:
Physio-control has determined, that based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.